Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment of a device component and shaft kink were confirmed. It should be noted that the xience xpedition everolimus eluting coronary stent system instruction for use, states: (delivery system preparation) to be performed prior to (delivery procedure). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional xience alpine device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified mid left anterior descending artery. The patient presented with unstable angina with very complex lesions. A 3.0 x 18 mm xience alpine stent delivery system (sds) was advanced to the distal part of the lesion and when inflated ruptured. Then a 3.0 x 23 mm xience xpedition sds was advanced but a fracture was noted on the body of the device. A 3.0 x 18 mm unspecified stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.